Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead warning for high impedance, high threshold and oversensing of noise. The lead remains in use. No patient complications have been reported as a result of this event.